Event description:
Device recd by manufacturer for analysis with report from coroner's office of "pt deceased due to likely oral medication overdose." Follow up with hcp of record office revealed hcp had not rec'd notice, re: details of death of this pt. Pt was seen for complaints of headaches and neck pain. Pt has multiple health problems and uses a non motorized wheelchair. Hcp noted tachycardia that day and prescribed inderol and also robaxin and darvocet for their headache/neck pains.